Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that drawer 4 pocket b1 was not closing without being slammed shut. A field service engineer (fse) replaced rail in auxiliary 1 drawer 4 and also repaired zebra printer in pharmacy. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 4 pocket b1 was not closing without being slammed shut. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.